Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that the visualization of particles. There was no report of patient harm/injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and no secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box h was updated.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP, dom - recrt device alleging visualization of particles. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.